Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter was used off-label to treat premature ventricular contractions (pvc) and the patient experienced an st segment elevation. During a pulse field ablation (pfa) procedure to treat pvc a farapoint catheter was used. Use of the catheter to treat pvc constituted off-label use of the device. Ablation was being performed with the catheter when an st segment elevation was observed on the v1 lead. The patient was administered .5mg nitroglycerin to resolve the st elevation. The procedure was able to be completed successfully despite the complication. The patient is expected to fully recover.